Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection and stent thrombosis occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the left circumflex (lcx) artery. After a 7f mach1 guide catheter was engaged and a non-bsc guidewire crossed the lesion, predilation was performed with a 2x12mm non-bsc balloon catheter up to 14 atmospheres. The physician used a 2x10mm non-bsc cutting balloon catheter at 8 atmospheres. Angiogram was performed and showed there was a dissection extending distally. A 2.5x24mm promus element drug-eluting stent was then implanted in the distal lcx and a 24x3.00mm synergy drug-eluting stent was then deployed at 12 atmospheres in the proximal lcx. The following day, the patient developed chest pain and the angiogram showed patent stent in distal lcx. Optical coherence tomography (oct) was done in the lcx and the synergy stent showed in-stent dissection in the proximal area and thrombosis. A 3x18mm non-bsc stent was then deployed at 14 atmospheres and the procedure was completed. No further complications were reported and the patient's status was stable.